Event description:
On [redacted date], the patient underwent coronary brachytherapy via right femoral arterial access. Later that same day while the provider was attempting to gently remove the femoral access catheter with minimal traction, the head of the catheter and side port fractured off with the catheter shaft still remaining in situ and a rush of brisk arterial blood followed. The provider immediately applied and maintained manual pressure proximally to the arteriotomy site against the femoral head, with hemostasis was achieved. Vascular surgery was stat paged to the patient's bedside as provider continued to hold manual pressure throughout the entire time. The patient was then taken emergently to the or for exploration and removal of retained access catheter. The specific introducer used was a "set introducer super arrow-flex 7fr 11cm hemostatic valve percutaneous sheath integral side port attached 3way stopcock radiopaque tip orange cs/10ea".